Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer did report symptoms of nausea, headache and blurry vision. The customer is concerned with results obtained of 260mg/dl. The expected fasting blood glucose test result range is 101-120mg/dl. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms, but medical attention was recommended. The product storage location is undisclosed. During the call a blood test was not performed by the customer as her test strips were expired. The test strip lot manufacturer's expiration date is 03/16/2012 and open vial date is undisclosed. Unable to obtain additional information. The meter memory was not reviewed for previous test result history.